Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device could not be returned for evaluation, therefore, a device analysis could not be performed. The clinical/medical investigation concluded that there were no clinical factors found which would have definitively contributed to the event as the requested clinical documentation has not been provided. It is unclear if the surgical technique was used for guidance; the meta-tan trochanteric antegrade nail surgical technique provides recommendation for removal. For this case, in addition to the reported ¿crack¿ in the compression screw, potential risk of migration of the compression screw, a re-operation cannot be ruled out as possible impact to the patient. The patient¿s current health status or scheduled removal of the ¿cracked¿ device was not provided. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code and health effect - impact code

Manufacturer narrative:
H10: internal complaint reference: (B)(6).

Event description:
It was reported that, during the meta tan nail removal surgery ( planned surgery), the surgeon tried to remove the compression screw, but it spun out even after having the screwdriver connected. The surgeon decided to call the sales rep. The sale rep told him how to check for the screwdriver, how to rescue in cases of spinning, and how to use the optional instruments, and the surgeon tried some more times. A few dozen minutes later, the physician called again and said that he still could not remove the compression screw. At that point, the head of the compression screw had a crack, which caused it to spin up and could not be removed. Finally, there was nothing he could do, so the surgeon gave up on the removal and decided to finish the surgery.